Event description:
(B)(6) clinical study. It was reported that unstable angina and restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 95% stenosis, and was 15mm long with a reference vessel diameter of 3.4mm. The target lesion #1 was treated with pre-dilatation and placement of 3.50x20mm promus element stent with 0% residual stenosis. The target lesion #2 was located in the distal right coronary artery with 75% stenosis, and was 12 mm ling with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation and placement of 2.75 mm x 16 mm promus element stent with 0% residual stenosis. After three days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with unstable angina pectoris and was hospitalized on same day. After two days, coronary angiography was performed which revealed 99% stenosis in proximal lad extending up to mid lad and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. The event was considered to be recovered/resolved on the same day. After two days, the patient was discharged.